Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5100208. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that the reaction would start 24 hours after the sensor had been inserted and persisted until the sensor was removed. The adhesive caused blistering rashes and scars. The patient was evaluated by a healthcare personnel (hcp) who recommended various over the counter topical medications as treatment and as a barrier. No additional patient or event information is available.